Event description:
Falsely elevated ctni results of 0.75 and 2.11 ng/ml were obtained on samples from two different pts. The physician questioned the results and ordered second tests for both pts. A result of 0.05 ng/ml was obtained for the second drawn sample of pt 1. The laboratorian retested the initial sampel of pt 1 and the second drawn sample of pt 2 using another dimension rxl max analyzer and results of 0.00 and 0.01 ng/ml were obtained, respectively. Pt 1 was admitted in the cardiology service department. Pt treatment was not prescribed or altered as a result of the falsely elevated ctni result. There was no report of adverse health consequences to the pts as a result of the falsely elevated ctni results. Analysis of instrument data indicated a need for maintenance of the hm mixers.